Event description:
It was reported that the right ventricular lead exhibited intermittent capture and a sensing anomaly. The lead had dislodged and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.